Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to a crack on suction connector, water tightness was lost; due to a pinhole on the bending section cover, water tightness was lost; control unit, scope connector cover, and suction connecter were sticky due to water leakage; due to wear of angle wire, bending angle in up direction did not meet the standard value; an abnormal sound was made due to damage on angulation lever; connecting tube had a dent; and universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) (added due to character limitation in respective field).

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an air leak from the connector. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube had coat peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.